Event description:
It was reported by the customer that a pyxis medstation es system pocket messages not updated in the system, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station pocket messages were not up to date. A technical support specialist resent the pocket messages to resolve the issue. A supplemental will be created if additional information received from the customer. The system functioned as intended after the technical support specialist troubleshooted the device.